Event description:
"On or about (B)(6) 2007", a monarc was implanted to treat plaintiff's "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that "as a result, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, underwent at least one corrective surgery," "has endured impaired physical relations with her husband," has other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.